Event description:
It was reported the pt is no longer receiving effective stimulation. It was also reported the pt is experiencing intermittent stimulation. A sjm rep was unable to resolve the issue with reprogramming. The physician plans to reposition the scs lead to resolve the issue. There is no add'l info available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.